Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 22 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: a corrective action was opened in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: sapin. It was reported that the needle is detached from the thread.